Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: capsular contracture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old female patient who underwent a breast augmentation revision procedure with an unspecified mentor smooth gel breast prosthesis developed capsular contracture (baker grade unknown) in her right breast. The capsular contracture was diagnosed via a physical. As a result, the patient underwent explantation on (B)(6)2021. During explantation surgery, it was observed that the gel was pouring out and that the entire shell was destroyed. The patient did not have any replacement device implanted.

Manufacturer narrative:
On 17-mar-2021, the mentor failure analysis lab received the device for evaluation. It was previously reported that the suspect medical device is an unspecified mentor smooth gel breast prosthesis. Mentor became aware that the suspect medical device is an unspecified mentor textured gel breast prosthesis. On 29-mar-2021, mentor received additional information about the event. The patient had her left breast prosthesis explanted on (B)(6) 2021. The patient underwent bilateral replacement surgery with mentor memorygel breast implant 440cc gel breast prostheses on the same date. On 30-mar-2021, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information received, the patient developed capsular contracture and experienced a rupture in the breast implant. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. Visual analysis of the returned sample determined that the breast implant was found to be ruptured. In addition, an area of siltex cracking within the rupture was noted. The evaluation determined that the cause of the rupture is consistent with normal wear. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Siltex cracking is ultimately a result of high stresses. Mentor concluded that the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. It should be noted that as part of mentor¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of post-market surveillance. Manufacturer¿s reference number: (B)(4).